Event description:
It was reported that the insulin pump had black stain on the screen which makes it difficult to read. Advised the customer that insulin pump would be replaced. Customer's blood glucose was 83 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was received with cracked case on display window corner, cracked reservoir tube lip, severe scratches on display window, missing end cap sticker and bleeding lcd glass.